Event description:
It was reported that according to the user, the heart rate alarm at both bed locations (bed-07 and bed-09) has switched itself off, "heart rate alarm off" was displayed. The user has switched the heart rate alarm back on. The event was observed once in the period from 31.05.2021 between approx. 10 pm to 01.06.2021 5 am. The user wasn't able to name a more precise time. No error occurred during the check. No adverse patient impact was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field .h3. - not returned to manufacturer.

Manufacturer narrative:
After review of the log files from (B)(6), it was found that the hr alarms were never disabled during the reported time of event and remained on. There were no entries in the log files indicating that the hr limit was tripped during the reported time of event, and therefore no hr limit alarm was generated. After review of the log files from (B)(6), it was found that the hr alarms were disabled prior to the event. After review of the ics logs, it was found that the alarm was disabled by the user at the central station. There was no device malfunction at these devices.

Event description:
It was reported that according to the user, the heart rate alarm at both bed locations ((B)(6)) has switched itself off, "heart rate alarm off" was displayed. The user has switched the heart rate alarm back on. The event was observed once in the period from (B)(6) 2021 between approx. 10 pm to (B)(6) 2021 5 am. The user wasn't able to name a more precise time. No error occurred during the check. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that according to the user, the heart rate alarm at both bed locations (bed-07 and bed-09) has switched itself off, "heart rate alarm off" was displayed. The user has switched the heart rate alarm back on. The event was observed once in the period from (B)(6) 2021 between approx. 10 pm to (B)(6) 2021 5 am. The user wasn't able to name a more precise time. No error occurred during the check. No adverse patient impact was reported.